Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred tissue are observed on the jaws. The heater wire is observed to be slightly flexed away from the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation on the cold jaw was observed to be peeled away at the tip of the cold jaw, exposing the metal portion of the jaw, but remained attached to the cold jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw", and the analyzed failure ¿material twisted bent; wire¿ is confirmed. Specific actions for the reported confirmed failure and the analyzed failure modes are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip no longer covered with the plastic covering. No pieces fell into patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip no longer covered with the plastic covering. No pieces fell into patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.